Manufacturer narrative:
The reported event of device did not alarm occlusion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that a pump was programed to infuse at 0.5ml/hr on a 1.9 fr double lumen. The nurse discovered that the line was occluded. She zeroed the volume infused and started the ¿clock¿ to see when the pump would indicate that there was an occlusion. Pump indicated that medication was being infused at the proper rate, however, with the known occlusion, the medication wasn¿t actually getting to the patient. After 39 minutes, the pump alarmed that there was an occlusion on the patient side. There was no patient harm.